Event description:
It was reported that subject was hospitalised and was administered with antibiotic therapy and the event was resolved after 7 days. Puncture was taken and cultures were negative.

Manufacturer narrative:
It was reported that the clinical study subject was hospitalised due to suspected infection. The associated journey ii bcs articular insert, journey ii bcs oxinium femoral component, journey tibia base plate and genesis ii oval resurfacing patella component were not returned for evaluation. Thus a product evaluation could not be performed. Our investigation including a review of the manufacturing records for the listed batches did not reveal any deviation from the standard manufacturing processes. A review of the complaint history for the listed parts revealed no prior complaints for the listed failure mode with the same batch number. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. It ws reported that the event was resolved after 7 days. Puncture was taken and cultures were negative. The information provided is insufficient to perform a thorough medical investigation. Therefore no medical assessment can be performed at this time. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened.